Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and stuck on the black screen. A field service engineer found half height drawer 3 in the auxiliary cabinet failed with no lights on the interface, identified the drawer controller in slot 3-1 as failed based on ohms testing, replaced the boards and updated the firmware. Verified proper operation in hardware test application (hta), and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was on a black screen, went offline on remote support service and was unable to turn on. The user tried rebooting the station and left it off for a few minutes before turning it back on, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.